Manufacturer narrative:
At this time product has not yet been returned and a valid lot number has not been provided for the reported test strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the insulinx meter was reviewed. The dhrs showed the insulinx meter passed all tests prior to release. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 3.4 mmol/l, 16.9 mmol/l and 15.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the insulinx meter was reviewed. The dhrs showed the insulinx meter passed all tests prior to release. Retain testing was not applicable as the returned strips expired as of april 2021. Pqe reviewed the dhrs for the freestyle strips indicated by the serial number provided by the customer. The dhrs showed the freestyle strips passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 3.4 mmol/l, 16.9 mmol/l and 15.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Clinical data was reviewed and confirmed that freestyle strip continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strip was reviewed and showed no anomalies or non-conformance's that could lead to the complaint.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 3.4 mmol/l, 16.9 mmol/l and 15.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 3.4 mmol/l, 16.9 mmol/l and 15.1 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.